Event description:
It was reported that during the implant procedure the physician had difficulty implanting the atrial lead due to the patient's anatomy, as the patient had a very large heart, a scarred right atrium and was post CABG (coronary artery bypass graft). The physician was very frustrated as it took him five tries before he was able to position the atrial lead with satisfactory measurements. It was noted that the physician was concerned that the j shape of the atrial lead may not be acute enough angle for this large of heart and the lead may dislodge. It was further reported that the atrial lead did dislodge later and the patient returned to or (operating room) in the evening for repositioning of the atrial lead. After additional attempts to reposition the lead it was removed and replaced with another lead of a different make and model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product continued: (B)(4) implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.